Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported that meter showed a battery and booklet icon on the display of her freestyle blood glucose monitor. The customer's meter was returned and product testing confirmed the meter exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.